Event description:
It was reported that approximately two years and eleven months later post a port placement, the patient allegedly had a fracture and migration of the port. It was further reported that the port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months and five days post port placement, patient underwent port removal procedure. The catheter was removed from the subcutaneous pocket and as the attached catheter was removed. Upon removal of the catheter, patient¿s distal catheter was noted to be sheared off right at the clavicle first rib junction. The catheter was compressed flat on the proximal that was removed. Post-procedure chest x-ray revealed that catheter in one of the left lower lobe pulmonary arteries. It was intact in one piece and referred to interventional radiology for removal. Around one month and twelve days later, patient underwent new right central venous access port placement procedure for treatment for left breast cancer. Therefore, the investigation is confirmed for the reported fracture, material separation and migration issues based on the medical records. Based upon the provided information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2021). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three months and five days later post a port placement, the patient allegedly had a fracture and migration of the port. It was further reported that the port was removed. The current status of the patient was unknown.